Event description:
It was reported by service report that the safety switch on the bed failed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: CPR limit set screw out of adjustment.